Event description:
After the iab was aspirated with the syringe and the iab was removed from the tray, the wrapping of the balloon was loose. The doctor re-wrapped the balloon by hand and the iab was inserted. The iab was not returned to datascope for evaluation. No additional information will be provided. (Event complications: unknown - reported 7/22/98.) (Pt's current status: unk - rpt'd 7/22/98.)